Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported a brand new, out of the box scope was used in its very first procedure this morning, when the screen went black. They unplugged the scope, turned off the processor completely and rebooted the processor. However, they did not get an image when reconnecting the scope. Rebooting processor did not bring back scope image. As a result, scope was withdrawn and they needed to get a new scope to complete the procedure. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: it was concluded, that the image disappears, due to an external load. Such as an abnormality in an electrical component or a disconnection of a wire.